Event description:
It was further reported that at the time of the event, elevated cardiac enzymes were noted (peak troponin I= 3.29 ng/ml, uln= 0.04 ng/ml; peak ck-mb= 7.73 ng/ml, uln= 4.00 ng/ml). ECG revealed non q-wave mi. Upper and lower endoscopies were performed due to iron deficiency anemia. Site confirmed this as a chronic condition prior to index procedure. The subject "remained persistently bradycardic with pulses in the 40's and occasionally down into the high 30's" which prompted the placement of the previously noted pacemaker. Also, the subject was prescribed with beta blocker for her paroxysmal atrial fibrillation as well as for her angina. The subject was discharged on aspirin and clopidogrel.

Event description:
(B)(4). It was reported post coronary stenting treatment procedure, myocardial infarction occurred. In (B)(6) 2012, clinical assessment indicated the subject's qualifying condition was unstable angina (braunwald class-unknown). The subject was referred for cardiac catheterization which revealed a 90% stenosed lesion located in the 1st obtuse marginal. The lesion was 8 mm long with a reference vessel diameter of 2.0 mm and treated with pre-dilatation and placement of a 2.25 mm x 12 mm ion us coa stent. Following post dilatation, the residual stenosis was 0% and the subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject was hospitalized with acute coronary syndrome and was diagnosed as having an mi. A non-bsc dual chamber pacemaker was implanted to treat this event. The event was considered resolved with residual effects and the subject was discharged the following day.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).